Event description:
It was reported that the customer completely changed out everything on the pump but received a message requesting for a new cartridge to be installed. Tandem technical support assisted customer with the load process. Customer received a message asking for a minimum of 50 units to be loaded even though there was 300 units in the cartridge. Customer loaded a new cartridge, repeated the load process, and was able to resume insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.